Event description:
The operator attempted arteriotomy closure with the perclose a-t (closer ak) following a diagnostic procedure. The insertion of the device was reported to be "not difficult, it went smooth." Mark was obtained. There were no prolems with foot deployment, needle delivery or needle retrieval. When the operator went to park the foot, they reported that "it did not feel like it was parking." Resistance was met when attempting to remove the device from the artery. A fluoroscopy shot was taken and "everything looked ok." The operator was reported to do unspecified troubleshooting and still could not remove the device. The handle was then broken by the operator to get to the actuator wire. The wire was manipulated, but it felt like the foot was still not closing. The facility then called their representative. Troubleshooting was done over the phone. The device still could not be removed. The decision was then made for the pt to go to surgery for device removal. The representative arrived at the facility and spoke to the surgeon before surgery. The surgeon had not seen the device before. The representative demonstrated a non-sterile device and how it works. The representative spoke with the surgeon after surgery. The surgeon reported when the vessel was opened, the foot was still in the deployed position. It was unknown if the suture was entrapped in the foot. The vessel was closed with a suture. The pt was discharged, exact date of discharge is unknown. There have been no reports of further adverse pt sequelae.